Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. The device could not be programmed to resolve the issue and since it was close to eri, it was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Review of stored egms revealed oversensing. The device functionality was tested and no anomalies were found.